Manufacturer narrative:
Your facility did not provide samples to aid in our quality engineer's investigation. As a result, bd was unable to verify the failure mode of end cap fell apart. A device history was complete for batch/lot 0327868 and no non-conformance was noted during the manufacturing of this lot. The root cause is attributed to the equipment station for the end cap placement unto the applicator body. Corrective actions were initiated which led to bd conducting a voluntary recall on certain lots of the chloraprep hi-lite orange 26 ml applicator. Bd has confirmed that some of the product, which included this lot, had an applicator end cap that was improperly secured during the manufacturing process which resulted in broken glass dropping out of the applicator. Your facility should have received a recall notification for this failure, and it is also attached to this email. Please ensure that your facility completes the customer response form associated with the recall and follows the directions provided. Bd recognizes that customers place their trust in our products, and we strive to exceed the expectations of every customer. Your feedback is essential to our mission to improve the productivity and safety of health care globally. H3 other text : see narrative below

Event description:
Customer reported that the glass shards are not in the container, they fell out of the container along with the prep liquid. Verbatim: message from xxxx xxxxx, clinical manager: the event occurred on friday, (B)(6) 2021 in the morning shift, unsure of exact time. We had discovered after the chloraprep glass shattered that some of our produced by medline are coming with a sticker stating there is a recalled chloraprep in the pack and to discard the prep. In this instance we believe the tech (xxxxx xxxxx) had unknowingly given the affected pack's chloraprep to the circulating nurse (xxxxx xxxxx). The lot number of the defective chloraprep is 0327868.

Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
Customer reported that the glass shards are not in the container, they fell out of the container along with the prep liquid. Verbatim: message from xxxx xxxxx, clinical manager: the event occurred on friday, (B)(6) 2021 in the morning shift, unsure of exact time. We had discovered after the chloraprep glass shattered that some of our produced by medline are coming with a sticker stating there is a recalled chloraprep in the pack and to discard the prep. In this instance we believe the tech (xxxxx xxxxx) had unknowingly given the affected pack's chloraprep to the circulating nurse (xxxxx xxxxx). The lot number of the defective chloraprep is 0327868.